Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been admitted to the emergency room (ER) with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels read high (>22.2 mmol/l, >400 mg/dl) while wearing the pod between 5 and 24 hours. Symptoms reported include hyperglycemia, nausea, stomach ache, and unable to walk. The patient was treated with fluids, but patient was not specific. The pod was removed at the hospital and discarded. Upon inspection the cannula was dislodged and bent. The patient was released after 4-6 hours.